Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test. Sensor failed per specifications. Also found cannula bent. Analysis was unable to confirm customer received sensor in said condition due to customer returned the sensor opened/used. (B)(4).

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 206 mg/dl and the sensor glucose was 48 mg/dl at the time of the incident. Troubleshoot was performed and the customer stated that suspended on low. The customer had also stated about the bent cannula. The sensor was returned for analysis.